Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that the device became stuck on the guidewire. The 90% stenosed target lesion was located at the distal anastomosis of a severely tortuous and calcified right femoropopliteal (rtf-p) bypass artery. A 4.0mm x 15mm wolverine coronary cutting balloon monorail was selected for use. During insertion, it was noted that the device became stuck on a non-boston scientific guidewire. The balloon was removed as a single unit, and the guidewire was successfully removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications, and no adverse event was reported.